Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an error occurred in the image temporarily due to a charged coupled (ccd) device failure because the color of the image remained colored due to poor charged coupled device (ccd). Causes of charged coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image problem¿ was confirmed. The device evaluation found poor colored image due to faulty charged coupled device. Additionally, the connector tip was smashed, and the device failed the leak test due to broken seal on the connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had an image problem; something was wrong with the picture. The issue was found during preparation for use in an unknown diagnostic procedure. The intended procedure was completed with another similar device. There was no delay reported. There were no reports of patient or user harm associated with this event.